Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called requesting warranty repair on new install p/n 03920a secondary to the unit is reading out spec 20% greater from set fio2 especially anything set 50% and above. Rep did not want replacement unit warranty repair, would be more feasable for him, no pt issues". Cardinal health sent a letter to the user facility seeking add'l info concerning the reported event. As of the date of this report, there has been no response from the user facility.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. The following info concerning the evaluation of the device is a summary of the info documented by the cardinal health service dept. Tech. The cardinal health service dept. Tech evaluated the device and determined that the root cause of the reported event was that the device was out of calibration. Unrelated to the reported event, the cardinal health service dept. Tech found that the user facility had modified the device by removing the primary outlet fitting and its related components and installed a 2 -16 lpm flowmeter in their place. The cardinal health service dept. Tech removed the 2 - 16 lpm flowmeter and installed the correct primary outlet fitting and its related components. Then a complete calibration and checkout was performed on the device to ensure that it meets all factory specifications. Upon completion, the device was returned to the user facility ready to be placed into service.